Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after undergoing phacoemulsification phacectomy, with implantation of the extended focus intraocular lens (iol), consumer experienced blurring and defocusing of the images seen at medium and long distances. There were no complications either during or after surgical procedure, which was duly monitored by the surgeon. The surgeon carried out retinal mapping and optical coherence tomography, macula monocular exams, with the aim of verifying the probable clinical factors that could be causing this complaint of blurred vision at medium and long distances. The surgeon analyzed the reports of the aforementioned examinations and found no factor related to the complaint. Furthermore, the surgeon examined and verified the fixation and centering of the implanted lenses several times. Faced with this situation, the ophthalmologist prescribed glasses to correct the visual impairment not corrected by the implanted lenses, since clinically it would not be advisable to replace them. More than three months after the lens was implanted, it was still causing shadows around objects and letters and blurring of vision. In addition, from time to time, there was a sort of "opaque curtain" that moved horizontally, symptomatically, in front of the eyeball. The consumer could see the lights of cars, lampposts and road signs full of blurred circles and reflections, everything completely out of focus. And in this respect, it was becoming increasingly difficult to drive cars. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. Their next appointment is scheduled for (B)(6) 2024. Patient did not give permission for contact with the hcp. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).